Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-apr-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23009.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.07 ng/ml on an 35 year old male patient. There is no final diagnosis on the patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date tested result architect (B)(6) 2023 05:00 <0.03 I-stat (B)(6) 2023 05:10 0.07. Positive cut-off value for I-stat troponin test: 0.05. Positive cut-off value for comparative instrument: 0.032. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).